Event description:
It was rpeorted that (1) device was used during a laparoscopic splenectomy. It was reported by the rep that the tsw45 instrument did not fire. Another instrument was used to complete the case. There was no consequence to the pt.